Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred while the customer was not outside of labeled operating altitude range. Customer's continuous glucose monitor read "high", however, a specific blood glucose (bg) value was not provided. A correction bolus via pump was delivered to address bg level. Reportedly, customer will call back as she is at work and does not have something to clean the speaker holes with at this time so customer was unable to finish troubleshooting with tandem technical support. The customer reverted to an alternate method of insulin therapy.